Manufacturer narrative:
Portion of viperwire guide wire left in the patient's artery. Viperwire is being retained by the facility. No failure analysis will be performed. Oad was also discarded. The material inspection report for the viperwire has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. (B)(4). Device eval: retained by the facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi viperwire fractured and a portion was left in the patient's artery. The target lesions were located in the tibioperoneal artery and sfa. It was accessed using a 0.014" guide wire and a quickcross catheter. The 0.014" guide wire was exchanged for a csi 0.014" viperwire and a 1.50 csi orbital atherectomy device (oad) was loaded onto the viperwire. The physician completed runs in the tibioperoneal artery at low, medium and high speed. He followed-up atherectomy by using a 3.5x40mm pta balloon. He removed the pta balloon and performed atherectomy in the sfa again using a csi oad. He then completed the intervention by using a 6x40mm pta balloon in the sfa. Upon removal of the viperwire, the physician discovered that the tip had fractured off and was located in the distal popliteal artery. It appeared to become embedded in the patient's artery and was not obstructing flow. The physician decided to leave the fractured viperwire section in the patient. The patient status remained stable throughout the procedure. The oad used during this procedure was discarded by the facility. The viperwire is being retained by the facility.